Manufacturer narrative:
The device has not returned for evaluation; therefore, no investigation is possible. Photographs were not provided; therefore, the complaint cannot be confirmed. The lot number was not provided; therefore, a review of device history records cannot be performed. Based on the information provided, a root cause cannot be determined. Multiple attempts have been made to obtain information. If the device and/or additional information is supplied, a supplemental report will be filed accordingly.

Event description:
It was reported that the driver broke while inserting a bolt.